Event description:
Received call from a home health nurse who stated that while the 1500 unit vial worked fine, the 500 unit vials did not work. She stated the diluent did not pull thru when she spiked the drug vial with the adapter, one pulled a few drops thru and the other one did not pull any diluent thru at all. Rn had needles on hand and stated she would draw up diluent to mix med and would give the drug that way. Lot number for 500 unit vials l000564; expiration date 04/30/2028. Appears patient gets drug from manufacturer program and not thru orsini yet. Patient dob: (B)(6) 1989. On 15 mar 2024 - ms called nurse to obtain lot number bj2 lot number and check on sample availability. Ms talked with (B)(6), lot number provided m5a003ab. Samples were discarded. Nurse had to skip the use of the baxject 2 hf device and recon manually with a syringe from water to product vial recon and use were successful. No missed dose.

Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. Review of incoming good release documentation of diluent batch l000564, item number 3500135 / wfi, ster,5.4ml, ep/jp/usp and of transfer device batch 1153209, item number 3400691 / baxject ii, hi-flow, ntd, us, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. A review of the monthly report (mar 2024) for adzynma was also performed relative to the subcategory "incomplete diluent transfer". The complaint rate for 2024 is approximately (B)(4)."